Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system has an issue with geometry. Upon troubleshooting, fse checked the system and confirmed geometry failure. Fse replaced the geometry module and operation tests were performed. After replacing the geometry module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that a patient was experiencing a heart attack and the allura device experienced an issue with geometry. The device was rebooted 4 times to resolve the issue. No harm to the patient was alleged. Philips has started an investigation of the complaint.